Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient had multiple ineffective shocks at the maximum output due to a physiological issue that caused high defibrillation thresholds. The decision was made to upgrade the system including implant of a sub-q coil, after which appropriate defibrillation threshold was achieved. The device was explanted and replaced. No patient complications have been reported as a result of this event.